Manufacturer narrative:
The insulin pump was received with an intermittent button response due to the corroded keypad traces. There was no display ramping on its own anomaly noted. There were no traces of moisture noted at the electronic or motor assemblies per visual inspection. There was no cosmetic damage noted.

Event description:
The customer stated that she was at a gym pool yesterday and she had the pump on while she was in the pool for about an hour. Customer got water in the pump and the numbers started scrolling on its own. Customer stated that there are drops of liquid and condensation on the screen at the time of the call. Customer's blood glucose was about 321 mg/dl or above 300 mg/dl. Customer stated that the pump was not dropped. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.